Event description:
The customer reported via phone call that the insulin pump was squirting out insulin when attempting to manual prime. The customer explained that the insulin pump would go to fill tubing and then loop back to rewind. The customer's blood glucose was 116 mg/dl. While troubleshooting, the customer stated that the drive support cap was flush. The customer stated there was no occurrence of the compromised force sensor system alarm upon checking the alarm history of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The drive support disk was inspected, and no anomaly was noted. The motor was tested outside of the device, and it passed. The pump also had minor scratches on the lcd window, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked case at the reservoir tube window corner, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.